Event description:
Reportedly, several attempts to interrogate symphony devices on (B)(4) 2015, on (B)(4) 2015 had failed in addition to the display of unexpected error messages. It should be noted that re-installing smartview version 2.44j was done on (B)(4) 2015 and symphony device was successfully interrogated. Preliminary analysis showed a complete corruption of the file system, causing invalid files and system errors. Therefore, the programmer was returned for analysis.

Event description:
Reportedly, several attempts to interrogate symphony devices on (B)(6) 2015, and on (B)(6) 2015 had failed in addition to the display of unexpected error messages. It should be noted that re-installing smartview version 2.44j was done on (B)(6) 2015 and symphony device was successfully interrogated. Preliminary analysis showed a complete corruption of the file system, causing invalid files and system errors. Therefore, the programmer was returned for analysis.